Event description:
It was reported that a physician in estonia encountered what he suspected to be an incorrect trisomy risk calculation on viewpoint 6.3.1 which correlated to a (B)(6) woman who in reality was (B)(6). The issue was immediately obvious to the caregiver, and there was no report of the pt or fetus injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available. The device manufacture is unk at this time.